Event description:
It was reported that during an unknown procedure, the device found in materials management office with "jaws do not close" written on box. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade upper tip broken and lifted. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all testing was performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to fully cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.